Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, all three reloads partially fired and there was incomplete staple line on the distal area. A new reload was used to complete the procedure and the anastomosis was oversewed.